Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports no progress with edge-to-edge bite (top and bottom front teeth make contact, and back teeth do not) after one year/9-months and dentist recommends seeing an orthodontist because of continued grinding of the front teeth and bite getting worse. The patient is ceasing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.